Manufacturer narrative:
The subject device has not been returned to omsc since the user facility has continuously used the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test at the user facility, the instrument channel of the subject device tested positive for pseudomonas aeruginosa, escherichia coli and acid fast bacillus. It was reported that the test result indicated no microbial growth for the other channels and the distal end. The user facility reprocessed the subject device again and conducted additional culturing test for the subject device. In the additional culturing test, it was reported that the test result indicated no microbial growth for the subject device. The facility also reported that they had cleaned the subject device using a non olympus cleaning brush (model name; unknown) and reprocessed the device using a non-olympus automated endoscope reprocessor (fuji esr-100) with peracetic acid. There was no report of patient infection associated with the event.